Event description:
It was reported to philips that there was a problem with the suite pc software. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the suit pc did not start up. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse found issue with the software. To resolve the reported issue, the fse reinstalled the software and restored the backup. After reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.